Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and became frozen on the home screen. Customer¿s blood glucose was around 99 mg/dl. Prior to troubleshooting with tandem technical support, the customer reset the pump and the issue was resolved. Customer continued to use the pump for insulin therapy.